Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that the patient faced a bent cannula on (B)(6) 2024. The issue occurred with three infusion sets. Moreover, the infusion set was used for one day and site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-02593- device 2 of 3.